Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a laparoscopic gastric bypass with roux en y procedure, the needle kept falling out of instrument. Another unit was used to finish case. There was no patient injury. There was no unanticipated tissue loss, extension of incision, unanticipated blood loss or reoperation due to the issue. No device fragment fell into the patient. The lot number and UDI of the device could not be obtained from the account.